Event description:
Report received of an underdelivery. The pump was received in the materials management department with an unsigned note that read: "will not complete ivpb infusions. Automatically converts back to primary before secondary is complete." Though multiple attempts were made to obtain additional information from the customer, no further information was provided.